Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for non-cardiac reasons. The right ventricular lead exhibited noise, the patient was not symptomatic. There was no obvious pattern to the timing of the noise recordings. The physician decided to make no changes and would continue to monitor the patient.